Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient implanted for spinal pain. The patient had recently been implanted and reported that they were experiencing a fever and drainage from their wound site post-operative. It was noted that the patient was scheduled to see a physician regarding the issue. Additional information was received from the manufacturer representative on 2018-apr-04 reporting that the device was explanted on (B)(6) 2018 due to infection. No further complications were reported.